Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that after placement but prior to completion of the procedure, unexpected movement was noted and the helix was non functional for repositioning. The electrode was unable to be secured and ultimately was removed and replaced. The product was returned for analysis. No resulting adverse effects.